Manufacturer narrative:
The reported event could be confirmed. In the related ti 5039/18, it was stated: one bone screw, cross-pin, 2.0xxxmm broken during surgery, was returned in order to determine the root cause of the failure. The returned screw was examined regarding its dimensions, chemical composition (edx analysis) as well as by light and scanning electron microscopy. The (measurable) dimensions are in accordance with the specification. The chemical composition conforms to the specification tial6v4 (ti grade 5). The investigation shows that the screw broke as a result of too high torsional forces in forced rupture mode during the insertion. The fracture surface shows the typical flow structures of a ductile torsional breakage. The root cause of the failure could have been a too small diameter or a too low deepness of the pilot hole. Indications for material or manufacturing related problems were not found in this investigation. Further information was requested several times in order to gain more insight in the reported event. The lot number of the screw could not be provided. However, the sales representative has mentioned per mail that the surgeon has used blade 62-20130 in combination with the affected screw. The blade is intended to be used for 2.0/2.3 mm screws and the affected screw has a diameter of 2.0 mm. Therefore the reported blade is appropriate to be used with the screw. Also in the reported event, it has been mentioned that a plate (92-20506) and a drill (60-16526) were used during surgery. These devices including the used blade and the affected screw are part of the mandible fixation module. Implants and instruments are produced and designed to be compatible for use in their respective system. No corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was reported by a company representative that a screw had fractured intra operatively. There was no adverse consequences or medical intervention reported for this event.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that a screw had fractured intra operatively. There was no adverse consequences or medical intervention reported for this event.